Manufacturer narrative:
Product analysis results are: the complaint could not be confirmed, as the side port extension was not returned with the delivery system. In addition, the remaining side port was able to be flushed through the barb adaptor. The water was seen exiting the end of the graft cover as expected. The root cause of the event could not be conclusively determined as no issues were identified during device analysis.

Event description:
A valiant stent graft system was attempted to be used in the patient for the endovascular treatment of a thoracic aortic lesion with a 10 percent stenosis. Pre-dilation was not performed. It was reported that, during inspection and prior to use, saline could not be injected through the sideport extension to flush the stent. It was alleged that the sideport extension was blocked. The physician elected to use another manufacturer's device and the procedure was completed. Per the physician, the cause of the event was device related. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.